Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient has been unable to receive sufficient stimulation due to high impedances. Reprogramming attempts have been unable to provide sufficient stimulation. As a result, surgical intervention may be pending to address this issue.